Event description:
While a field service engineer (fse) was performing preventive maintenance at the customer's site after correcting an unrelated issue, the fse observed an electrical fire from the electrical outlet where the coulter lh 500 hematology analyzer was connected. The fse reported small flames coming from the electrical outlet. The laboratory was not evacuated. The fire department was not summoned. The fire extinguisher was not used. No one was burned and no one sought medical attention in connection with this event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The electrical outlet where the fire initiated was replaced by the facility's maintenance department. The instrument shut down automatically when the fire occurred. The instrument functioned normally after replacement of fuses 3 and 5 which were damaged by the electrical fire. The instrument's printer was also damaged in the fire. The fse replaced the damaged printer. The repairs were verified per established service procedures. The cause of the fire is unknown. (B)(4).